Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient stopped hearing with his cochlear implant system in 2007 after being hit in the head with a baseball. No communication could be established between the implant and the programming system. All externals were exchanged, but the problem was not resolved. The device was explanted on the following month. The patient was reimplanted with a new device during the same surgery.